Manufacturer narrative:
(B)(4). Intra-operative photographic evidence. Based on the photographic evidence, the event description of unformed staples can be confirmed. Hands on device and cartridge analysis should provide confirmation of the root cause of the reported complaint. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged? Not reported. Were there any changes in the post-operative care of the patient as a result of the event? Not reported. The analysis results showed that one ats45 device (a) was returned with a 6r45b cartridge loaded on the device. The cartridge was received fully fired and damage on deck was noted. The found damage on the cartridge deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection of the lung procedure, after the first firing with the reload, the tissue was cut but the staples were not b-formed. Many staples' legs were straight. They changed the reload, but still had the same issue. They changed the device and the reload, but the staples were still not b-formed after firing. Hand suturing was used to complete the procedure. There was a delay of about two hours.